Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) university, (B)(6). The title of this report is ¿surgical technique and clinical results for trapeziometacarpal arthrodesis using locking plate fixation in women aged 50 years or older¿ which is associated with the stryker ¿variax hand locking plate¿ system. Within that publication, post-operative complications/ adverse events were reported which occurred from december 2010 to december 2012. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses transient pain & paresthesia. 1 out of 3 cases. The report states: ¿three patients experienced transient pain and paresthesia in the distribution of the superficial sensory branch of the radial nerve that persisted for 3 months.¿